Event description:
It was reported the patient experienced withdrawal with symptoms of increased spasticity and sweating. The symptoms were getting more severe as time goes on. It was confirmed that a motor stall occurred on (B)(6) 2012. The patient was at home in bed at the time of the stall and was not exposed to any magnets. The patient was in the emergency room on (B)(6) 2012 and was in bad shape; the patient was 'totally spastic'. The patient had been without drug for 24 hours. Hcp was concerned about dosing with oral baclofen because this was an als patient. Elective replacement indicator on pump noted 3 months; patient was already on a list for replacement. The pump was previously implanted on the right side in the abdomen. The pump was replaced. The operating room nurses reported that the patient had 'probably had a fall, or an accident, right hip and both legs were covered with ecchymosis and wounds and were swelling. We have no indications at this time to determine if that accident occurred before the motor stalled or after. The patient was not intubated for surgery (because of als condition), was conscious at his arrival at the operating room'. The patient was sent to intensive care unit 'but was stable'. The patient was hospitalized for > 48 hours. It was unknown if the baclofen was lioresal or compounded. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion. There was motor stall and motor stall recovery in the logs. During internal decontamination a motor stall took place and never recovered. After doing destructive analysis the technician found some of the teeth of gear wheel 3 corroded. This may have been the cause of the motor stall.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.